Event description:
An acmi ultrasonic lithotriptor was unable to break calculus. Physician stated that the acmi ultrasonic lithotriptor handpiece was causing shocks. Another lithotriptor was borrowed from another hospital and the case was continued. There was an approximately 45 minute delay to get the equipment from the other hospital.